Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from 155 mg/dl to in the 300's (mg/dl). Reportedly, customer cleared the alarm and resumed insulin delivery to address the event.